Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was dislodged, resulting in failure of hemostasis. There was no reported patient injury. The user was trained to the device. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) was dislodged, resulting in failure of hemostasis. There was no reported patient injury. The user was trained to the device. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. An additional verification of the guard locking function was performed. The guard, which was received not locked, was manually locked to confirm that the locking system was not compromised in any way. During this verification, the locking mechanism operated normally and did not show any type of compromised condition. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for evaluation. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the guard was received unlocked and during the evaluation it was locked with no issues noted. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.